Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a low reservoir alarm from the insulin pump. The customer's blood glucose reading was 296 mg/dl. The customer stated that her pump read low reservoir and she had really high blood glucose readings. The customer stated that the pump is cracked. The customer was advised of the meaning of low reservoir alarm. The customer was advised that the alarm could be related to high blood glucose alarm. The customer stated that he could not remove the set and reservoir during the time of call. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.